Manufacturer narrative:
Manufacturer's investigation conclusion: the analysis of the log file submitted by the account confirmed the report of low flow alarms. According to the account, the low flow alarms were possibly due to right ventricular (rv) dysfunction. A direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported events could not conclusively be established through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 09nov2016. Review of the sterilization and packaging documentation in the device history records found no deviations from manufacturing specifications. The heartmate ii left ventricular assist system (lvas) IFU is currently available. Section 1 of this IFU lists cardiac arrhythmia, bleeding, infection, renal failure, right heart failure, and death as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Section 6 entitled ¿patient care and management¿ also lists arrhythmia as a potential late postimplant complication. Pump speed, power, flow, and pulsatility index (pi) are also addressed in section 1 of this IFU. Section 4 explains that the low flow hazard alarm is triggered when flow is less than 2.5 liters per minute (lpm). The section entitled "alarms and troubleshooting" outlines all system controller alarms and how to respond to each alarm condition. Section 6, under "postoperative patient care", cautions: "right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump." Section 6 (under "right heart failure") discusses the potential development of right heart failure during use of the heartmate ii lvas and outlines the associated treatment options. Section 6 also outlines the suggested anticoagulation regimen and international normalized ratio (inr) range that should be maintained for patients using the heartmate ii lvas as well as the suggested anticoagulation modifications in the event there is a risk of bleeding. Care instructions regarding infection are also provided in the ¿patient care and management¿ section of this IFU. The heartmate ii lvas patient handbook is also currently available. The ¿alarms and troubleshooting¿ section contains information regarding system controller alarms and the proper actions associated with them. The patient handbook contains care instructions for preventing infection which are outlined in various sections of this document. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient's previous atrial flutter was reported under MFR # 2916596-2021-05087. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted as direct admit from home for ongoing low flow ventricular assist device (vad) alarms. The patient had poor oral intake, fatigue, dizziness, lightheadedness and almost continuous low flow alarms for one week. Adjustments were made to without change to the low flows, though there was some improvement by holding beta blocker and amiodarone. The low flows were thought to be possibly due to right ventricular (rv) dysfunction. The rv dysfunction did not exist pre-implant, and a device related issue did not cause/contribute to the rv dysfunction. The patient was negative for clostridioses difficile and their diarrhea improved. The patient opted for do-not-resuscitate status on (B)(6) 2021 with aggressive care. Recurrent atrial flutter occurred on (B)(6) 2021 and amiodarone was resumed after being stopped due to rv dysfunction. The patient had a complicated hospital course in which atrial fibrillation was noted. It was unknown if the atrial flutter resulted in clinical compromise. The patient had thigh firmness bilaterally and a biopsy confirmed calciphylaxis. The plan was to change to change treatment, including thiosulfate, and discontinued coumadin. The patient had epistaxis and a rhinorocket placed on (B)(6) 2021. Heparin drops were needed for bridging due to subtherapeutic international normalized ratio (inr). The inr goal was 1.8-2.0. Epistaxis reoccurred with the removal rhinorocket that required replacement on (B)(6) 2021. Augmentin was started for staph coverage. Augmentin was changed to unasyn and ancef for likely aspiration pneumonia and significant leukocytosis with a white blood cell count greater than 40 despite antibiotics. Inr was supratherapeutic initially, likely in the setting of rv dysfunction, and vitamin k was given to get the inr down for a perm catheter placement done on (B)(6) 2021. The first hemodialysis was done on (B)(6) 2021. The patient was evaluated for dysphagia/odynophagia with cricopharyngeal bar on videofluoroscopic swallow study (vfss) thus resulting in significant aspiration. The patient was put on nothing-by-mouth (npo) orders. An esophagogastroduodenoscopy (egd) was canceled because it was considered too high risk. Despite avoiding anticoagulation, the patient's inr began to rise likely due to npo status/severe protein calorie malnutrition and vitamin k deficiency. The patient received 2 units fresh frozen plasma (ffp) on (B)(6) 2021, 2 units of (B)(6) 2021, and also received 2 units packed red blood cells (prbcs) on (B)(6) 2021 for a hemoglobin of 6.8 without clearly identified source of bleeding. Palliative care continued and the patient's mental status began to decline, and further discussion with patient, spouse, and children resulted in decision to pursue comfort care on (B)(6) 2021. The pump was decommissioned( B)(6) 2021 and the patient passed away at 2:48pm on (B)(6) 2021.